Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation as of this MDR.

Event description:
Atlantis bar shows chipping on the socket for the bredent implants 14,11,22,24 and the associated mobility and screw loosening. This had an impact on the implant 24, which was unfortunately lost. It will be replaced. It was reported that a patient experienced a dental implant loss. Hg, (B)(6) 2024: in the mail of (B)(6) 2025: it's a bar on 4 bredent connections; positions # 14,11,22 and 24. The connections of the bar are broken, the structure shows mobility and screw loosening. As a result, we have now the first effect on implant 24, which has unfortunately been lost. It will be replaced. The dentist plans to provide the newly placed implant with a telescope. The opposing jaw is also implant supported prosthesis with locators.